Manufacturer narrative:
One bivona® 8.0 mm custom tracheostomy tube was returned for investigation. A review of the device history record for the reported lot found no abnormalities. Functional testing could not be performed on the returned device as the device cuff was cut/torn away from the end of the device. Visual inspection of the cuff found that tiny scratches next to the ripped cuff. The cuff of the device was removed from the returned sample and the wall thickness of the cuff was measured. The cuff thickness was found to be within specification. Investigation was unable to definitively determine the root cause of the observed cut in the cuff.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a portex® bivona® custom 8.0 mm tts¿ tracheostomy tube burst spontaneously during the night. The device was in use with the patient at home. The tracheostomy tube had been in use for two weeks. The patient's parents heard the alarm and noticed the fault. Cuff patency was tested prior to use, and the cuff was filled with 8ml of sterile water. The cannula was exchanged for a new one. No patient injury was reported.